Event description:
It was reported that this pocket stimulation was reported on this pacemaker. The patient did not follow-up in clinic since 2019 and reported to the clinic after feeling stimulation over the past 2 weeks. The pacemaker was unable to be interrogated, the patient reported to the hospital for further investigation. The patients heart rate was 72 bpm. The pacemaker was successfully replaced, and no pocket stimulation was noted in bipolar configuration. The explanted device was disposed at the hospital, and new measurements are in range with no further report of stimulation. No additional adverse patient effects were reported.